Event description:
Complaint received stating "the unit had become very hot under the monode and was sparking along with the smell of smoke." Product to be sent for review, but not yet received and/or reviewed. No pt involvement, no injury or impairment from this event. Without product review we are unable to confirm or deny if recurrence of the event would cause or contribute to a death or serious injury at this point.